Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Functional testing was performed with the returned devices on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactory and end tones were heard indicating completed activation cycles. The investigation found the devices to function normally and within specifications. Refer to the product instructions for use for recommendations on tissue sealing. The instructions for use(IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a mastectomy procedure, the physician had an issue with controlling bleeding and claimed homeostasis were poor and device was not getting hot enough to coagulate the tissue. There was no blood transfusion necessary. Opened second device and encountered the same issue. Switched to a new like device and no issues reported and procedure complete. It was noted that there was an activation alarm tone and end tone, but no regards alert tone. There was no patient injury.